Event description:
Info received indicated the buttons on the outside of the siderail are not functioning.

Manufacturer narrative:
The hill-rom tech found corrosion/dried fluid on the circuit board and buttons. He replaced the right hand caregiver pc board to resolve the issue.